Event description:
A malfunction alarm was reported, but no notable events occurred before the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happened again, an instruction they acknowledged and understood.